Manufacturer narrative:
The associated legion ps non porous femoral component and genesis ii ps poly tibial base were not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. Consequently, the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The related devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that prosthesis was removed due to infection being cleared up in a second stage revision surgery. First stage surgery was purely to treat infection and no components where removed until second stage.